Event description:
Long term in-dwelling PICC line in this pt migrated into right atrium and caused palpatations. Cxr showed a 90 degree kink in distal 1" of line. Line was pulled back into an acceptable position without incident. A repeat cxr 10/28/94 showed that the distal 1" of PICC line was now in the right apex of lung (fractured piece). This piece cannot be removed. Replaced the rest of the PICC on 11/15/94.